Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. The download data showed an 0x1c was generated, indicating the pump has reached the pump expiration time. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. The external portion of the soft cannula was observed to be torn. Fluid could not travel through the complete fluid path due to the torn cannula. The timing and cause of this damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl while wearing the pod for between 4 and 24 hours. The pod adhesive reportedly completely separated from the skin, causing the cannula to dislodge from the infusion site (hip/buttocks). A new pod was applied for treatment.